Event description:
The customer reported that the insulin pump alarmed motor error and other alarm during the rewind/prime process. The blood glucose reading was 143mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test and alarmed during the prime test as a result of a protruded/loose drive support disk. The device was received with cracked reservoir tube lip, scratched screen, broken belt clip slot, missing end cap sticker, and cracked battery tube threads.